Event description:
It was reported that the patient passed out while driving and flipped the car. Witnesses said they slumped over and passed out while driving. At the time, their heartrate was below thirty-six beats-per-minute (bpm), with a high of 150 bpm or more. The device was checked at the clinic with no recorded episodes and was functioning normally. The device and leads remain in service. No additional adverse patient effects were reported.